Event description:
It was reported that a patient underwent a breast procedure on (B)(6)2023 and suture was used. The patient developed signs of infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date: 3/22/2023 pt ID: al procedure: implant removal, bilateral; mastopexy anchor, bilateral other complication: l breast hematoma suture: pds other relevant pt history (htn, diabetes, smoker, previous mrsa or staph inf.): pt hx of mastitis/father and sister have factor 5 age: 37 gender: f weight: 156 height (in): 5'9'' pre-op cleansing procedure: shower with hibiclens preexisting inf. Signs/symp: no surgical approach: open tissue in which suture was used: breast skin pre-op tissue condition: normal suture deficiency noted by surgeon during procedure(s): no peri-operative abx: yes, 30" prior to incision, po x 5 days postop onset date/time inf.: 11-apr drainage type/amount: yellow pus inf. Signs/symp: red/tender/painful/swelling/ separation cultures performed? (Add details, if yes- need lab record): yes: grew pseudomonas other details: 3/27 pt presented with l hematoma, drained and sutured 3/29. 4/11-l breast t incision swelling/pain/redness and drainage to site. Began abx. 4/17 cultured wound. Results noted. 5/3 closure sx. Failed. 5/17 exploration of l breast. Topical wound care only: dakins and gauze/telfa dressings po antibiotics: cipro x10 days x2 return to or (y or n): y current status: polysporin/bandaid until wound healed. Rtc 1 mo.